Event description:
It was reported that this pacemaker declared end of life (eol), and a review of the device data in latitude was requested. Technical services (ts) reviewed the data and suspected premature battery depletion (pbd). Device replacement was recommended. At this time, the pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 was applied to capture the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.

Event description:
It was reported that this pacemaker declared end of life (eol), and a review of the device data in latitude was requested. Technical services (ts) reviewed the data and suspected premature battery depletion (pbd). Device replacement was recommended. No adverse patient effects were reported. Additional information was received, and the pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 was applied to capture the reportable event of surgery.

Event description:
It was reported that this pacemaker declared end of life (eol), and a review of the device data in latitude was requested. Technical services (ts) reviewed the data and suspected premature battery depletion (pbd). Device replacement was recommended. No adverse patient effects were reported. Additional information was received, and the pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported.